Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04april2019. No phone number provided. The service engineer (se) inspected the device. The se found the issue was with the man-machine interface (mmi) board. The ventilator was repaired with a third party service provider. No repair/service information was provided.

Event description:
It was reported that the ventilators touchscreen failed. No patient involvement event date not specified; estimate used.